Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The complaint includes the patient is having headaches and sore throat. There was no report of serious or permanent patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The complaint includes the patient is having headaches and sore throat. There was no report of serious or permanent patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for further investigation. The device was evaluated. During internal and exterior investigation, dust-like contamination in the iso (international organization for standardization) port. Slight dust-like contamination (inconsistent with sounds abatement foam degradation) at the air inlet of the blower box. Dust-like contamination on top of the blower motor, and the blower motor seal. Black dust-like contamination (inconsistent with degraded sound abatement foam) in the bottom of the enclosure. Dust-like contamination on the bottom of the blower motor and inside of the blower motor. Black contamination, consistent with keratin, at the air outlet of the blower box, tiny unknown white specks of contamination in the bottom the blower box. Product investigation laboratory used a fitt (foam integrity test tool) and was not able to confirm the presence of degraded sound abatement foam. There is no visible damage or functionality failures of the device, which suggest that the source of contamination was external to the device. The device's downloaded logs were reviewed by the manufacturer. There were four errors found. The manufacturer concludes that the investigation at product investigation laboratory observed dust/dirt contamination in the airpath, likely from a source external to the device but did not observe evidence of sound abatement foam degradation/breakdown. Given the investigation results above, it has been determined that there is no relationship between the reported symptoms of allergies and the quality issue this time.